Event description:
It was reported that in the fast fix 360 both t1 and t2 depoly together.

Manufacturer narrative:
Due to no product return the complaint could not be confirmed by the investigator. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate.